Event description:
It was reported that high ventricular lead impedance and high coil shock impedance (above 3000 ohm) were observed since (B)(6) 2014. A re-intervention was performed to replace the lead.

Event description:
It was reported that high ventricular lead impedance and high coil shock impedance (above 3000 ohm) were observed since (B)(6) 2014. A re-intervention was performed to replace the lead.